Event description:
It was reported that when using the bd pyxis¿ medstation¿ es pp2f2 main drawer 3 was not registered as open. When the drawer was physically opened, the system prompted the user to fully open the drawer to expose the cubie, but no cubie opened. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not working. A field service engineer (fse) replaced the position sensor on the full height enhanced drawer, and hardware test application was completed. The system functioned as intended after the field service engineer repaired the device.